Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was repoted that, PICC was inserted into patient in (B)(6) 2023. Patient received contrast for scan on the (B)(6) as the contrast was being power injected extravasation was noticed in patient's arm. Minimal pain and mild swelling noted. PICC was removed and noted to be ruptured. CT was infused via newly inserted peripheral cannula. Extravasation was treated with ice pack and peripheral cannula instead. Additional information received 06/12/2023: there was no negative outcome. The patient was checked the next day and the site was comfortable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured catheter was confirmed. The product returned for evaluation was one 4 fr powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal of the 14 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that, PICC was inserted into patient in (B)(6) 2023. Patient received contrast for scan on the 23rd may as the contrast was being power injected extravasation was noticed in patient's arm. Minimal pain and mild swelling noted. PICC was removed and noted to be ruptured. CT was infused via newly inserted peripheral cannula. Extravasation was treated with ice pack and peripheral cannula instead. Additional information received 06/12/2023: there was no negative outcome. The patient was checked the next day and the site was comfortable.

Event description:
It was reported that, PICC was inserted into patient in (B)(6) 2023. Patient received contrast for scan on the (B)(6) as the contrast was being power injected extravasation was noticed in patient's arm. Minimal pain and mild swelling noted. PICC was removed and noted to be ruptured. CT was infused via newly inserted peripheral cannula. Extravasation was treated with ice pack and peripheral cannula instead. Additional information received 06/12/2023: there was no negative outcome. The patient was checked the next day and the site was comfortable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.